Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. Should the device or additional information become available, a follow-up medwatch will be submitted.

Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced a damaged battery issue. It is unknown when or in which care area this event occurred. This condition had the potential to interrupt delivery. There was no reported patient involvement, injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module master software version is unknown

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a damaged battery was confirmed and reproduced during product evaluation. The root cause of this condition was assigned to depleted batteries as a result of use/user error. The main batteries were replaced in order to correct this condition. This is involving a pump with software version 5.09.90 which is categorized as a colleague 2006.